Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted with resetting the pump, after which the same malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction code recurs, to which the caller agreed.